Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient underwent a water vapor therapy procedure and suffered extreme pain for three months and ended up in the emergency room. It was also noted that the patient had bladder stones. On (B)(6) 2023 the patient underwent a turp (transurethral resection of the prostate) procedure. No further information was provided.

Event description:
It was reported that a patient underwent a water vapor therapy procedure and suffered extreme pain for three months and ended up in the emergency room. It was also noted that the patient had bladder stones. On (B)(6) 2023, the patient underwent a turp (transurethral resection of the prostate) procedure. No further information was provided.